Manufacturer narrative:
"Lumenis investigated the reported event contacting the user facility to obtain relevant information regarding the reported adverse event which was provided. A review of historical installation records found a lumenis versapulse powersuite laser was installed at the user facility on (B)(6) 2006. A review also found that lumenis has not serviced the subject device since the device was installed at the user facility. Although no information was provided by the user facility about the service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. Subject device malfunction is not the suspected root cause of the event reported. A review of subject device labeling stated the following: warning: when using a fiber optic delivery device, always inspect the fiber optic cable to ensure that it has not been kinked, punctured, fractured, or otherwise damaged. The fiber optic cable may be damaged if stepped on, pulled, left lying in a vulnerable position, kinked, or tightly coiled. Do not clamp the cable with a hemostat or other instruments. If sterile tape is used, always remove the tape before lifting the cable. A damaged fiber optic cable may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Caution: to prevent accidental laser discharge, always turn off the laser before connecting the delivery system. Warning to avoid possible damage to the optical system, use only qualified lumenis delivery systems. Using other than lumenis delivery systems may jeopardize safe operation or damage the laser and will void your lumenis warranty or service contract.

Event description:
A user facility risk manager reported on medwatch (B)(4) that while using a lumenis versapulse powersuite laser the user facility stated: "malfunction of reprocessed laser fiber caused minor burn to or rn involved in case. Fiber replaced and procedure continued without further incident. Noted after case, fiber damaged line just distal from connection site to laser holmium machine". The initial reporter identified leoni fiber optics, lot # 687-405-12 as the subject device laser fiber delivery device, which is not a lumenis manufactured delivery device. It was further reported that the rn had healed. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received. Furthermore, the user facility reported that no harm to the patient had occurred.